Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. Also, the shock impedance was high at 148 ohms. Technical services advised to take an x-ray and do some testing. The system remains implanted. There were no additional adverse patient effects.